Event description:
Per written report. "Customer routinely uses cat #2c5630 and ICU medical's cat #c100 calve needleless connector. Over the past three months or so a problem developed where sometimes these two products refuse to join properly. It has occurred in an acute clinical situation where a disconnect occurred, and the pts did not receive needed intraoperative medications." Per conversation with the account, the reported issue is intermittent. "It's almost like the adapter springs back out." Rptr stated there was no negative outcome to the pts.